Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated a cather restriction alarm. The end user attempted an iab fill and the alarm was generated once again. It was noted the blood was seen in the catheter and the console was placed in standby. The iab was then replaced without incident. There was no patient harm or adverse event reported.

Manufacturer narrative:
Device evaluation: the product was returned with the membrane completely unfolded with blood in the membrane, catheter tubing, extracorporeal tubing and on the exterior. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal tubing was performed, and one leak measuring about 0.013 cm was detected on the membrane approximately 1.3cm from the rear seal. The evaluation confirms the reported failures. The location of the leak appears to be caused by a sharp object. We are unable to conclude how this occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint (B)(4).

Event description:
It was reported that after approximately one day of intra-aortic balloon (iab) therapy, the console generated a cather restriction alarm. It was reported that the patient had been transferred from another facility with the iab already inserted. The end user attempted an iab fill and the alarm was generated once again. It was noted the blood was seen in the catheter and the console was placed in standby. The iab was then replaced without incident. There was no patient harm or adverse event reported.